Event description:
It was reported that the patient has expired when the device was issued to them. The customer would like the trend data extracted from the device on (B)(6) from 9-10:00 pm.

Manufacturer narrative:
The product has been returned to masimo for evaluation. When the investigation is complete a follow up report will be submitted.